Manufacturer narrative:
H6: event methods, evaluation, and conclusion codes: updated. One ventilator device was received for investigation. During visual inspection the device was observed to have no apparent damage or anomalies. The reported issue was confirmed during functional testing when a continuous flow of gas was observed, triggering an alarm. The issue was traced to the ventilator input manifold, which was observed to be faulty. However, the investigation could not identify a root cause for the condition of the manifold. The input manifold was replaced, the device's components were refurbished, and preventative maintenance was performed. No previous service history was found. Manufacturing reviewed and attached, the device passed all tests and checks.

Manufacturer narrative:
Other text: , corrected data: h6. Health impact.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the peek pressure alarm was not turning off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.